Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported paravalvular leak could not be conclusively determined. It is possible that procedural conditions (implant depth) contributed to these issues. However, this cannot be confirmed. The reported surgical intervention and hospitalization was a result of case-specific circumstances, as the pvl was surgically closed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flex nav delivery system. During procedure, the activated clotting levels (act) were 168, 250, 268s and heparin was given. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was fully re-sheathed one time due to implant depth was too high. The final implant depth was 4.5mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). On (B)(6) 2025, a transesophageal echocardiogram (tee) performed and showed moderate perivalvar leak (pvl). (B)(6) 2025, the patient had aortic pvl closure procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flex nav delivery system. During procedure, the activated clotting levels (act) were 168,250,268s and heparin was given. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was fully re-sheathed one time due to implant depth was too high. The final implant depth was 4.5mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). On (B)(6) 2025, a transesophageal echocardiogram (tee) performed and showed moderate perivalvar leak (pvl). On (B)(6) 2025, the patient had aortic pvl closure procedure.